Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. The gore® viabahn® endoprosthesis instructions for use states: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: side branch occlusions.

Event description:
The following information was reported to gore: on (B)(6) 2017, a patient was undergoing treatment of a coronary sinus defect, which was the result of a perforation from a previous procedure, with a gore® viabahn® vbx balloon expandable endoprosthesis. The physician was advised that this was off label, prior to the procedure. Femoral access was obtained. The device was advanced over a .035¿ rosen wire through a 9fr. Cook sheath. It was deployed in the desired location, with the aid of fluoroscopy and trans-esophageal echocardiography, but when it was post-ballooned, it moved, and was no longer in the desired location to cover the defect. The procedure was converted to an open repair whereby the device was removed and the defect was repaired surgically. The patient tolerated the procedure.

Manufacturer narrative:
Correction: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use, the gore® viabahn® vbx balloon expandable endoprosthesis is not indicated for use in the coronary arteries, coronary bypass grafts, coronary sinus or carotid arteries.